Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown to caller. A pt reported they were told by dr not to use meter and was hospitalized and in a coma. Their meter allegedly was inaccurately low. The result on their meter was: result unknown, unable to test. The result at the hosp was unknown. No comparison reported. Treatment was: treatment unknown. No further info has been reported.